Manufacturer narrative:
E1 - (B)(6). The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved an oncology kit w/5" (13 cm) add-on set w/chemolock¿ additive port, vented cap; chemolock¿; spinning spiros® w/red cap. The customer stated that the leak seemed to be coming from the juncture of the spiros and line; it is unclear if they are coming from the distal end of the spiros that connects to the patient, or the proximal end that connects to the primary tubing, but it is believed to be proximal end that connects to the primary tubing. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
Three picture were returned. Pictures 1 and 2 showed a spiros that appeared to not be fully connected to the male luer end of an unknown mating device. At the connection of the unknown mating device and the spiros, what appears to be a droplet of fluid can be seen. Picture 3 showed a the back labeling of a baxter set package. The complaint of 'few recent chemo spills' can be confirmed based on the returned images. The luer connection does not appear to be adequate in the image. However, without the return of the used product a probable cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.